Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, and received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin; however, the amount of insulin that had been delivered during that time was not provided. Tandem technical support educated the customer on the insulin gauge calculations. The customer declined to troubleshoot and reported that the current fill estimate was accurate. There was no reported impact to the customer's blood glucose level.